Manufacturer narrative:
(B)(4)

Event description:
It was reported "I was reaching out due to an increase in 16cm cvcs leaking once in the patients. We have removed 3 subclavian cvcs in the past week all for leaking at the site." The cvc was removed and replaced. No patient harm or injury. The patient current condition is reported as "fine". Associated MDR numbers include 9680794-2024-00127 and 9680794-2024-00128.

Event description:
It was reported "I was reaching out due to an increase in 16cm cvcs leaking once in the patients. We have removed 3 subclavian cvcs in the past week all for leaking at the site." The cvc was removed and replaced. No patient harm or injury. The patient current condition is reported as "fine". Associated MDR numbers include 9680794-2024-00127 and 9680794-2024-00128.

Manufacturer narrative:
(B)(4). The customer returned one, 2-l cvc for analysis. Signs of use in the form of biological material were observed inside the extension lines. Visual inspection of the catheter and extension lines revealed no obvious defects or anomalies. The catheter body length from the juncture hub to the severed distal tip measured 165mm, which is within the specification limits of 157-177 mm per the catheter product drawing. The catheter body outer diameter measured 2.72mm, which is within the specification limits of 2.67-2.77 mm per the catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." No leaking or blockages were observed when the two lumens were flushed. The returned catheter was then tested per bs en iso (B)(4) section 4.7.1 ((B)(4) rev.15) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, no catheter backflow or leaks were detected from any portion of the catheter, which indicates no inter lumen crossover was observed. Based on this testing, the customer issue could not be reproduced with the returned sample. A manual tug test confirmed that the extension lines were secure within their respective luer hubs. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture. Flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The report of a leaking catheter body was not confirmed through complaint investigation of the returned sample. No defecs or anomalies were observed on the returned catheter. Each of the lumens passed functional leak testing performed per iso (B)(4) and no evidence of backflow or interlumen crossover was observed with any of the lumens. Based on the customer report and the testing of the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.